Event description:
A customer observed imprecise and lower than expected vitros phyt results from a quality control fluid while using the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the imprecise and lower than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phyt results were obtained from a quality control fluid while using the vitros 350 chemistry system. An ocd field engineer replaced the immunowash fluid pump, however the investigation is ongoing.the root cause of this event is unknown, however an instrument related event could not be ruled out as a contributing factor.